Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received a no delivery alarm. Customer was able to resolve no delivery with infusion set change. Customer also changed site. Customer's blood glucose was 500 mg/dl which was treated with manual injection. Infusion sets would be replaced.